Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Programmed boluses delivered and recorded in the bolus history properly. No bolus or delivery anomaly noted.

Event description:
It was reported that the customer had problems with delivering insulin, and she smelled to insulin from the device. It was stated that the customer did not remember when the reservoir could leak. The customer stated that the insulin pump had a bad display and she could not see the value. The caller also mentioned having missing bolus in the bolus history. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.